Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2025 by the american orthopaedic foot & ankle society titled ¿minimum 24-month outcomes of minimally invasive paratenon protection repair vs open giftbox repair of ruptured achilles tendon¿. The study reviewed one-hundred twenty-eight (128) patients who underwent achilles tendon rupture: minimally invasive (mi) vs open repair (or) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the forty (40) month follow-up period, seven (7) patients experienced delayed wound healing. Ref: yan, x. Et al. Minimum 24-month outcomes of minimally invasive paratenon protection repair vs open giftbox repair of ruptured achilles tendon. Foot ankle int 46, 200-209, doi:10.1177/10711007241308913.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.